Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced the post-op complication of migration, malposition and underwent surgery. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Migration is a known inherent risk of the surgery/use of the device and listed as a possible complication in the adverse reaction section of the instructions for use (IFU) supplied with the device. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.

Event description:
Per clinical trial (B)(4): on (B)(6) 2019, patient underwent bilateral revision augmentation; capsular contracture, using an imf incision. One piece of galashape (galaflex 3d) was used. No concomitant procedures were done. On (B)(6) 2019, migration, malposition or contraction was reported. Baker grade 4 bilaterally. On (B)(6) 2020, patient had bilateral breast implant removal (not replaced) with total capsulectomies, and breast fat grafting. Patient had z wave treatment x3 prior to implant removal surgery. Resolved without sequelae on (B)(6) 2020. Review by medical affairs identifies as likely related to the device and serious.